Event description:
The physician attempted to deploy an integrity rx stent at a distal lad lesion and an integrity rx stent at a proximal lad lesion, with overlap. After post-dilatation, an ivus catheter (view it) was delivered. Auto pullback was completed, although manual pullback was planned. The ivus catheter caught on a portion of incompletely appositioned integrity stent at distal lad and the stent was shortened from 22mm length to approximately 15mm. The shortened stent was crushed to the vessel wall by poba. Physician's commented that stent was extremely shortened and that this was a procedural issue.

Manufacturer narrative:
Evaluation, results: caused by another drug/device (ivus caught on stent while been withdrawn). None (no device received for evaluation). Evaluation, conclusions: another device caused failure (ivus caught on stent while been withdrawn).